Manufacturer narrative:
The reported meter and test strips were returned. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory, however they were not taken within a 10 minute time frame. A similar reading of 111 mg/dl was taken within 10 minutes of the reported reading of 22 mg/dl.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 22 mg/dl and 115 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the ''c'' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 22 mg/dl and 115 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Since no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1607516) were tested with control solution. All results were within the range specification. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 22 mg/dl and 115 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the ''c'' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.